Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-29, serial (B)(6) use by date 2022-12-14 UDI: (B)(4). Image review: five images were provided for the review. No imaging of the aortic valve leaflets was provided to confirm bicuspid anatomy and no imaging of valvuloplasty was provided. There is imaging confirming an infold on deployment. Two images of the delivery catheter system (dcs) showed the valve load check, and the other is in the ascending aorta. Both show crown overlaps right at the fourth node, warranting loading of a new valve and dcs. Product analysis: upon receipt of the suspect complaint dcs at medtronic¿s quality laboratory, visual analysis showed the handle app eared intact. The dcs was received with the capsule partially opened and a valve partially deployed with an infold. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal and distal ends of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. A 26mm valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The reported event for dislodged valve could not be confirmed in the analysis. Conclusion: the subject dcs was returned to medtronic for analysis. Delamination was observed over the nitinol reinforcing frame along the proximal and distal ends of the capsule which typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy or after a misload has occurred. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Product analysis: upon receipt of the suspect complaint valve at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the dcs. An infold was noted as the valve was being deployed. The valve appeared discolored showing evidence of blood contact and in a dehydrated state. All leaflets were stiff. As received, all leaflets appeared to be in a partially closed position with a large gap between the free margins. The inflow aspect exhibited a kidney-shaped appearance suggesting a possible infold. The tissue exhibited signs of severe creasing and imprinting; conditions likely attributed to the valve being loaded inside the dcs for an unknown duration of time. All commissures were dehydrated yet intact. The valve was submerged in warm saline. The valve appeared to maintain a compressed condition possibly resulting from the valve being in the loaded position for an extended amount of time. Due to the return condition of the valve, a deployment simulation to assess against the reported event of ¿infold after recapture¿ could not be performed. Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review confirming a infold on deployment. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. The load was confirmed via fluoroscopy and no infold was evident before the recapture. Per the physician, the native bicuspid valve and horizontal anatomy contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a native bicuspid valve with horizontal anatomy, a balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. During deployment, the valve dislodged. The valve was recaptured and an infold was noted along the length of the valve. The system was removed and a new valve and delivery catheter system (dcs) were used for implant. No adverse patient effects were reported.